Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dislodgement of the rv lead was observed. The lead was capped and replaced. The patient was in a good condition after the surgery.